Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri due to cold environmental conditions (e.g. Storage, transport). The eri-mode could be successfully reset. The device was implanted for (B)(6) months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This device was returned without (B)(4) documentation from a funeral home. The following physician's office has not seen this pt since 2009. The date of death and cause of death are unk. No complaints against the functionality of this device have been reported to biotronik at this time. Should add'l info become available, this file will be updated.